Event description:
The physician called to report that a 10f peel-away introducer was used during an interventional procedure involving a patient. He stated that when he attempted to remove/pull-out the sheath, it was diffucult to peel down. A short portion of the introducer would not come out and remains in the patient. The physician stated he planned to consult with a vascular surgeon, however, st. Jude medical has been unsuccessful in obtaining additional information regarding patient status. The patient was initially admitted on an out-patient basis, however, remains in the hospital pending a bone marrow biopsy.